Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were trying to calibrate but the sensor will not let them do so. Blood glucose level at the time of the incident was over 400 mg/dl. Blood glucose level at the time of the call was 425 mg/dl which was treated with insulin pump. Customer declined troubleshooting as they ate a lot and did not bother to bolus. The insulin pump was not replaced or returned for analysis.